Event description:
It was reported that the patient with this left ventricular (lv) lead experienced diaphragmatic stimulation which causes overstimulation of tissue. The lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis showed lead passed electrical continuity and hipot testing. Also, visual inspection showed no abnormalities. Furthermore, muscle stimulation is a known medical risk for implanted pulse generator systems.

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced diaphragmatic stimulation which causes overstimulation of tissue. The lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.